Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with required minimum 20 mm healthy proximal and distal neck lengths. Additionally, the gore tag thoracic endoprosthesis is indicated for patients who have adequate iliac/femoral access. Ilio-femoral access vessel size and morphology (e.g., minimal thrombus calcium and/or tortuosity) should be adequate to accommodate the required introducer sheath diameters. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to improper placement, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture), and bleeding (procedural and post-treatment).

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using a gore tag thoracic endoprosthesis (B)(4). Prior to the implantation of the device, a bypass surgery from the brachiocephalic artery (ba) to the left carotid artery and to the left subclavian artery was performed. The patient had the medical history of the arteriosclerosis obliterans and the abdominal aortic aneurysm repaired by a non-gore manufactured stent graft. The physician determined that a peripheral or abdominal approach was difficult for the patient, and the gore dryseal sheath (B)(4) was inserted from the ascending aorta by direct insertion. (No conduit was made.) (B)(4) was inserted from the ascending aorta and deployed at the target position. However, (B)(4) slightly moved proximally and unintentionally covered the ba. To restore the blood flow to the ba, a guide-wire was inserted from the right axillary artery to the ascending aorta, and a metallic stent was implanted from the ba to the ascending aorta. At this point, it was reported that the sheath inadvertently fell off from the aorta, and there was a significant amount of blood loss (amount unknown). The sheath was re-inserted immediately; however, the patient suffered a cardiac arrest. A cardiopulmonary resuscitation was performed, and a percutaneous cardio pulmonary support (pcps) was placed. Transfusion was also performed. Although the situation was resolved, the patient¿s blood pressure didn¿t recover. It was then found out that the metallic stent supposedly implanted in the ba was actually implanted in the false lumen. The physician stated that a dissection was made by the guidewire and the metallic stent was implanted in the false lumen inadvertently. In order to restore the blood flow into the ba, two additional metallic stents were implanted longitudinally in the true lumen of the ba and the blood flow was restored. The patient tolerated the procedure and transferred to the ICU. The patient¿s current condition is unknown.